Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j2 are damaged, see pictures. Receiver charged and will boot was performed and failed due to usb pin(s) from j2 are damaged. Perform internal visual inspection and passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The log was not downloaded and reviewed finding no errors related to the complaint.